Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who reported that the system was explanted during the lead revision. No further information.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977c165, serial# (B)(4), product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome, lumbar radiculopathy, and spinal pain via a manufacturer representative. It was reported that following the implant surgery, the patient was having numbness on the right side of their stomach and abdominal pain. It was reported that the patient was also having nausea and diarrhea. It was noted that the stimulation had not been turned on yet since implant. The patient was scheduled for a revision surgery on (B)(6) 2018 as the lead was too far to the right. The goal of the revision was to position the lead closer to the midline. No further complications are anticipated.

Manufacturer narrative:
Product ID 977c165, (B)(4) implanted: explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient was going to have a revision as the original lead placement was bad. The rep reported that the doctor would likely remove the current lead and go with a couple of perc leads. Additional information was received from the rep on 2018-04-25. The rep reported that the doctor took everything out due to constraints with the patient¿s anatomy. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.